Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they customer was hospitalized in intensive care unit due to diabetic ketoacidosis on saturday of unknown date with blood glucose of 800 mg/dl. Customer declined troubleshooting. The insulin pump will be returned for analysis.